Event description:
It was reported that during a ptca/ stenting treatment procedure, the express2 monorail stent became damaged during withdrawal. The pt remained asymptomatic during the event. The lesion being treated was a calcified, 100% stenotic lesion in the mid left anterior descending coronary artery, the physician used a 6 fr mach 1 guide catheter and a tgv.014 guide wire to cross the lesion. However, the express2 monorail stent system could not be advanced across the lesion. When being withdrawn from the pt, an edge of the stent 'rolled up' after becoming cought on the tip of the guide catheter. Another stent was used and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.